Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: green fluid contaminate on the power cables of the controller. The reported event of the controller having a damaged power cable was confirmed via visual analysis of the returned product. The reported event of a controller fault and communication issue between the controller and system monitor was confirmed via the submitted log file. The heartmate ii controller was returned for evaluation and a log file was downloaded. The downloaded log file from the returned controller (labeled c9180841) and the submitted log file (labeled c8291003) contained identical data spanning approximately 6.5 days (22aug2023 ¿ 28aug2023 per the timestamp). Throughout the log file the driveline fault alarm was active. Pump speed was not affected by the alarms and the alarms remained active until the last event in the log file. In the last event of the log file there are pump stops but there is no data capturing the driveline being flagged as disconnected or the controller shutting down. This is indicative the controller going into backup mode which will result in a controller fault alarm and no communication with the system monitor. The returned system controller was functionally tested and found to operate as intended during analysis. The damage to the power cable jacket did not affect the controller's ability to operate system. The root cause for the damage to the power cable jacket was not determined. Evaluation of the returned pump confirmed driveline damage that would have contributed to the observed driveline fault alarms and controller going into backup mode. No other functional issues were identified with the controller. The device history records were reviewed and the records revealed the heartmate ii controller was manufactured in accordance with manufacturing and qa specifications. Heartmate ii patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate ii instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including driveline fault alarm conditions, controller fault conditions, and the actions to take if the alarms cannot be resolved. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had controller fault alarms and was not able to view data on controller or monitor. The silastic sleeve was also noted to be pulling away from the connector at the controller. The patient was physically stable. After switching to the backup controller, the alarms persisted and the patient began to experience low speed / pump stop alarms. The patient was put on an ungrounded cable and switch to a brand new controller. The new controller displayed driveline fault alarms. There appeared to be damage to the red wire and the patient was noted to have a driveline repair in the past. Log files from the original controller also contained intermittent driveline fault alarms indicating damage to the red wire. The noted pump stops occurred while connected to battery power, indicating a phase to phase short. The controller faults occurred on both the primary and backup controllers, which resulted from the short causing both controllers to go into backup mode. Related MFR: 2916596-2023-06552.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.